Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation on the lesion, the balloon ruptured. Another 4.00mm x 8mm nc emerge was advanced; however, during inflation, the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries.